Event description:
It was reported that balloon rupture occurred. The 100% stenosed target lesion was located in the moderately tortuous and severely calcified below-the-knee vessel. A 2mm x 20mm x 143cm coyte es balloon catheter was advanced for dilatation. However, during the initial inflation, the balloon ruptured. The device was removed, and the procedure was completed with another of same device. There were no patient injuries reported and the patient was in good condition post-procedure.

Manufacturer narrative:
Device evaluated by MFR.: the returned product consisted of a coyote es balloon catheter. The outer shaft, inner shaft, balloon and tip were visually and microscopically examined. Visual examination revealed no damages. Microscopic examination revealed a pinhole 5mm from the tip. Inspection of the remainder of the device presented no other damage or irregularities. Product analysis confirmed there is a pinhole in the balloon.

Event description:
It was reported that balloon rupture occurred. The 100% stenosed target lesion was located in the moderately tortuous and severely calcified below-the-knee vessel. A 2mm x 20mm x 143cm coyte es balloon catheter was advanced for dilatation. However, during the initial inflation, the balloon ruptured. The device was removed, and the procedure was completed with another of same device. There were no patient injuries reported and the patient was in good condition post-procedure.